Event description:
On 3/6/1998, the facility's central service operations supervisor (csos) contacted the manufacturer's (MFR.) Representative & informed her of the following: the facility's csos stated that his device catheter broke away from the device & embolized. On 2/11/1998, the catheter was retrieved from the pt's right vena cava. The segment of catheter was sent to the lab for cultures & was discarded. On 2/23/1998, the device & small portion of attached catheter were explanted. On 3/6/1998, the device and small portion of attached catheter were scheduled to be returned to the MFR. For analysis. No further details were provided at this time.